Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurrent backup battery (ebb) fault alarms despite multiple ebb changes, most recently completed on (B)(6) 2024. A system controller exchange was scheduled after the patient's international normalized ratio (inr) became therapeutic but low voltage hazard and connect to power alarms were triggered. The system controller was exchanged. The event log files captured ebb fault alarms due to the ebb failing the load test. The event log files also contained power cable disconnect and low battery hazard alarms while the patient utilized battery power.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace backup battery alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 5 days ((B)(6) 2024 ¿ (B)(6) 2024 per timestamps). Backup battery fault alarms activated due to the load test not passing started at 13:12:16 on (B)(6) 2024 briefly clearing on (B)(6) 2024, 13:55:34 - 07:30:47, (B)(6) 2024, 10:08:10 ¿ 10:08:13, 10:09:27 - 10:09:30, and 14:10:19 - 14:10:21. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The backup battery fault alarms did not resolve before the reported controller exchange. The backup battery fault alarms did not affect pump operation. The reported event of power disconnect alarms was confirmed via log file analysis. The first recorded event of the power disconnect alarm was on (B)(6) 2024 at 13:25:04 and cleared shortly after at 13:25:11. However, this alarm would remain intermittently active throughout the log file due to relative state of charge (rsoc) invalid faults on both the white and black cables. The power cable disconnect alarms did not affect the controller¿s ability to operate the pump as intended. The heartmate 3 system controller (serial: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. The system controller was also connected to a mock circulatory loop and was connected to 14 volt lithium-ion batteries in attempt to reproduce the reported power cable disconnect alarms, however the alarm was not reproduced. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue of a backup battery fault due to the backup battery not passing the load test further. Multiple good faith efforts were sent to retrieve additional information regarding if the system, controller exchange resolved the event; however, no response was received. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.